Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown preclinical study, the psee60a endocutter was loaded with a gst60g reload and was on the first firing when the device malfunctioned. The device also had a buttress loaded onto the endocutter. During the firing, the device seemed to perform normally during the forward stroke of the knife and during staple formation. However, as it started the return travel of the knife, it went approximately 20% of the expected time and suddenly stopped. Efforts to complete the return of the knife (using the knife return button on the endocutter and changing batteries) had no effect and the device was non-responsive. At that point, the manual bailout was used to return the knife and allow the endocutter to be removed from the tissue. The staple line created during the firing appeared normal. There was no patient harm other than extended surgery time and the need to replace the endocutter.

Manufacturer narrative:
(B)(4). Date sent: 7/31/2020. D4: batch # u5aw2f. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload, however, did not achieve and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located. This time, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The test door was removed and an intermittent function of the switch was noted, as the device would only operate when the switch was manually pressed down. No conclusion could be reached as to how the firing switch actuator become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.